Event description:
It was reported that during interrogation prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. Programming changes were made. The patient was stable throughout.